Manufacturer narrative:
(B)(4). Additional information: the patient did not respond to treatment for peritonitis so the catheter was removed five days after the onset of peritonitis. The same day, the pd therapy was withdrawn and the patient was transferred to hd (hemodialysis). The patient had not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient?s treatment was not reported. The cause of the peritonitis was unknown. The patient was recovering from the peritonitis at the time of the report. Pd therapy was ongoing. No additional information is available.